Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient ipg had migrated which was confirmed through imaging. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2023 where the ipg was repositioned to address the issue. Effective stimulation was restored.